Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported from switzerland by the sales rep that during an unspecified surgical procedure on (B)(6) 2024 when the refill button was pressed on the fms vue ii device more water was getting into the chamber and the pressure went up significantly. When the refill button was released, the water left the chamber and was far below the indicated ideal line. The pump was not able to keep the ideal water level in the chamber. After turning the pump off and back on and when we pushed the refill button again, it filled the chamber approximately four higher than the ideal line and the water kept the level. After the second surgery, the user changed the inflow tubes and turned off/back on pump, changed inflow tubing. There was no delay in the procedure reported. It was unknown if the procedure was successfully completed. There were no adverse patient consequences reported. No additional information was provided.